Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported right side rupture and seroma. The device has been explanted.

Manufacturer narrative:
Clarification to b5 description of event: it has been identified that this record, mrn 9617229-2024-19288, is a duplicate of mrn 9617229-2024-20009. The device referenced in both of these mrns is not PMA approved, so these records are no longer reportable to the FDA. Mrn 9617229-2024-20009 has already been un-reported on 3/sep/2024. Additional, changed, and/or corrected data: b5, h11

Event description:
It has been identified that this record, mrn: 9617229-2024-19288, is a duplicate of mrn: 9617229-2024-20009. Please see mrn: 9617229-2024-20009 for reportable events. It has also been determined that the device associated with these mrns is not PMA approved.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side rupture and seroma. The device remains implanted.